Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-02369. It was reported that patient was diagnosed with infection on the right lead incision site. Surgical intervention may take place to address the issue. It is unknown which lead is liable so both leads are reported.

Event description:
Additional information received that patient underwent surgical intervention where in the scs system was explanted.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.